Manufacturer narrative:
A complete lead was returned in one piece measuring 57.9 cm. The stylet could not be fully inserted into the lead due to the inner coil being over-torqued consistent with procedural damage. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the asymptomatic patient presented for a post implant follow up. Upon interrogation, it was observed the right ventricular lead had an increase in capture threshold. The physician decided to reposition the lead, however it was difficult to insert the stylet so the lead was replaced. The patient was stable.